Manufacturer narrative:
Additional information received on 10/nov/2017: regarding data investigation and provided information, the root cause of this issue seems to be user error due to repositioning of the implant during insertion. There is no evidence to indicate a device issue.

Event description:
Mobi-c p&f us : disassembled.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Discarded by hospital.

Event description:
Mobi-c p&f us : disassembled. In c5-c6 surgery, while making final adjustments on mobi c implant, surgeon was not happy with the rotational orientation. The implant was slightly rotated and surgeon shifted holder while imaging to see adjustment that needed to be made. Surgeon impacted on knob slightly more to deepen the implant. Upon imaging again surgeon decided to remove implant and reinsert to achieve better rotational orientation. While removing implant the cartridge became disconnected from the implant. Surgeon removed implant with ease and inserted a different implant with the same dimensions as the wasted implant. Patient was fine. Waiting for additional information.